Event description:
The customer reported that the insulin pump had a blank display. Then she stated that her husband had removed the battery, and she has been disconnected from the insulin pump. Troubleshooting was performed. Assisted the caller to run a prime test and rewind, but the device alarmed and insulin squirted out during the manual prime. The insulin pump also was stuck in the prime loop, and the driver support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm during basic occlusion test and unable to prime due to protruded/loose drive support disk. No blank screen.